Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a drop in flow from the 4s to the 3s at 5900 rpm. It seemed like it was a possible suction event so the speed was reduced to 5700 rpm. The flows were still sitting around the mid 3s. The log files were requested to be reviewed to rule out any concern of an obstruction. The log files were reviewed and captured some pulsatility index (pi) events mainly in the previous evening into the morning. It could not be determined if this was a suction event from the log file data. It was noted that every pi event was not a suction event but all suction events will cause pi events. The log file data was not indicative of what would be seen with a suspected obstruction.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, the alarms were reportedly due to a small left ventricle and cannula position. A specific cause for the report of the cannula position causing low flow alarms could not be conclusively determined. Review of the submitted log files found multiple pulsatility index (pi) events; however, a specific cause for this finding could not be conclusively determined. The system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported pump complaints. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Section 5 "surgical procedures" of the IFU explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was also noted the patient had low flows. It was noted that the patient had small left ventricle and was asymptomatic. The event log file captured low flow alarm events on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. There were also several momentary low flow events. Some of these events were very brief and did not generate an alarm. These occur at times when the pulsatility index (pi) was elevated. The patient received a low flow software upgrade due to a small left ventricle and cannula position.